Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a manufacturer representative (rep) regarding a navigation system outside of a procedure. The rep indicated that there was a recognition failure for the micro antenna which occurred during micro calibration. When the product was checked the connector pin on the micro side was found to be bent. Calibration was performed following emergency treatment. This issue was not reported to have been associated with a patient.

Manufacturer narrative:
The cable was returned for analysis. It was found that the row 11 pins were pushed in on the odu-mac connector. Otherwise, the cable passed a continuity test. Physical damaged was confirmed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that after the bent connector pin was adjusted and calibration performed, the system functioned as intended and passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that the cause was unknown. The rep unbent the pin and performed the calibration. The issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the rep determined there was an error in the translation and there was actually no need for emergency treatment. Rather the rep meant that calibration was performed as well as the bent connector pin on the micro side was adjusted.